Event description:
Patient called to report a product issue with the zio monitor. Patient stated she feels it's worthless and does not perform as described. Patient stated the monitor is supposed to stick to the body for 14 days and record 14 days of heart monitoring to be provided to physician, but it does not stick to the skin for 14 days. Patient stated if the device only stays on for 48 hours, then only 48 hours of monitoring is provided to the physician, which she feels is a ripoff.